Event description:
It was reported that during this pacemaker implant noise was observed on right atrial (ra) lead channel. When reviewing the different channels, both cross talk and far field was observed. It was cleared up when programming the pace/sense configuration in a different way and it was only observed now when the ventricular pacing entered. Blanking period programming was recommended. The lead was attempted in different spots, but the signals were exactly the same, so it was left the final spot and the whole system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.